Event description:
It was reported the customer's sensor had inaccurate readings. Customer stated their blood glucose was over 200 mg/dl and their sensor glucose read between 60 mg/dl and 70 mg/dl. The customer did not notice any damage to their sensor's probe. The customer declined to troubleshoot. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.